Event description:
The customer's mother took her son to the ER on (B)(6) 2013. They were at the ER for 2 hours. No further info was provided.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.